Manufacturer narrative:
(B)(4). Attempts were made to obtain additional information; however, no information was available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited noise and oversensing. At that time, the patient was being monitored. Then, there were additional episodes of noise and oversensing, which resulted in the patient receiving inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. There was no pacing inhibition as the patient was not pacemaker dependent. The pacing threshold measurements had increased, but other lead diagnostics were within normal ranges. A surgical revision was performed to attempt to remove the lead and device, as the device had one year remaining. However, when the pocket was opened, it was noted this device was implanted in a sub-pectoral location. Therefore, the pocket was closed and the patient was referred to a different physician to remove the device. No additional adverse patient effects were reported. The device remains in service. This device is part of the subpectoral implant advisory population.